Manufacturer narrative:
Other relevant components include: product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for intractable spasticity and stroke. It was reported that the patient's catheter broke when she had a colonoscopy in 2011. The patient's pump and catheter were replaced at that time. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.